Event description:
Defibrillator exploded while in storage. The product is stored in a locked room. An employee was in this room when the product exploded. The product was not in use at the time of the explosion. The product's batteries exploded from unit, shrapnel flew, and gas filled the room. The employee's hands were cut by the shrapnel and he fell to the ground. A second employee entered the room and felt nauseous from the fumes. The fire dept was contacted for emergency service. Bandages were put on the employee's hands and further medical attention was refused by both employees. The product has been in possession of the facility for approx one yr. Approx 20 of these items are in possession of the district and they are located at the various schools within the district. Therefore, reporter is concerned about the safety of the product. Reporter contacted cardiac sciences. He stated that since his initial contact, he has received voicemail from the firm's president. Reporter is currently in possession of the product's remains and cardiac sciences wants to retrieve them. Rptr stated that he would keep the product's remains unitl he hears back from FDA.